Event description:
Profound and permanent neurological injuries [nervous system disorder], paralysis [paralysis], stroke [cerebrovascular accident], deficiency of copper in blood stream [blood copper decreased], excess zinc [blood zinc increased], severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a male age (B)(6), used fixodent denture adhesive, version unknown cream interchangeably with poligrip, super poligrip and poligrip extra care with polyseal, as his denture adhesive products of choice, and reported the following: severe state of paralysis; diagnosed as having a stroke; deficiency of copper in blood stream, attributed to excess zinc; profound and permanent neurological injuries; severe and permanent physical injuries which have him unable to perform his normal, customary and daily activities. He has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by reporter, therefore, unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes.